Event description:
Physician used an abre venous stent system during treatment of the patient¿s left common iliac vein (civ). Moderate vessel tortuosity was reported. Venography and ivus were used during the procedure to determine the extent and length of lesion and determine stent size. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from thehoop/tray. IFU was followed and the device was prepped without issue. Carbon dioxide was used as the contrast agent. Lesion pre-dilation was performed using a 14mm pre-dilation device. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. The stent was implanted without issue as per IFU and everything seemed to be fine post procedure. Post-dilation performed with a 14mm balloon. Stent had full wall apposition and no issues noted with inflow. Approximately 4 weeks post implant it was noted that the stent had migrated to the heart (location unknown). An attempt was made to remove the stent endovascularly unsuccessfully. The patient requires open surgery for removal. Updates receives 10 (B)(6) 2021.

Manufacturer narrative:
Additional information: stent was implanted in the classic may-thurner location in left civ and pelvic pain during procedure ((B)(6) 2021). It was reported that everything went well and as expected during initial procedure. The physician's technique was methodical. Physician integrated both venography and ivus (which are used routinely) to determine extent and length of lesion. Physician determined stent location and size based off of appropriate images, selected stent size as 14x80mm. The lesion was pre and post dilated with a dilatation balloon size 14mm. The initial procedure went well, stent had full wall apposition, no issues with inflow, and physician was satisfied. Physician prefers to not unnecessarily jail off the internal iliac vein - thus the preference for shorter stents. Physician has had very positive experience with abre and feels that it grips the vessel wall better. The patient had contrast allergy and slight nickel allergy. Carbon dioxide was used as the alternate contrast agent. Patient signed a consent form for the nitinol stent (and allegedly has had nickel used for other medical procedures). Approximately 2 weeks post procedure ((B)(6) 2021), during follow up, physician performed duplex ultrasound and noted it was hard to see the stent but thought it could still be identified. Approximately 3 weeks post procedure ((B)(6) 2021), patient informed physician of heartburn and trouble breathing, and was referred to ER for cat scan. Cat scan showed stent had migrated to the heart. Physician attempted to remove stent endovascularly but failed. Following day ((B)(6) 2021), patient received open heart surgery. The stent was stuck in the tricuspid valve with half of the stent in the right ventricle. Physician noticed tricuspid regurgitation but feels it will correct on its own. It was reported that physician relooked imaged and procedure notes, always try to do 500mg of fluids before every case to help with hydration and this was done with this patient (however, physician feels patient could have still been dehydrated). Physician noted that this is one of the few times that co2 was used as alternative to contrast. Procedure was performed in obl and physician thinks she did not have as good as imaging as she would have in the hospital. Physician typically uses a combination of venogram and ivus measurement to appropriately size stents. Physician felt that the co2 may have been a limitation because she was not able to confirm on venogram as normally. Physician feels that the diameter measurement was correct. The civ measure on ivus was 13.0 - 13.5mm in diameter. The patient measured with a really small ivc (14.5 - 15mm), so physician was concerned that if sized up to 16, it occluded the contralateral size. Physician did not use a longer stent in this procedure because eiv was measuring 9 - 9.5mm. Physician was c oncerned that if 14x120 was used, it would have been very big for eiv and could have clotted off in the near future. In hindsight, physician thinks she could have extended with smaller stent. The overlaying artery was high up causing significant compression at con fluence. Patient was healthy with no usually anatomy, no previous procedure or devices placed, no co-morbidities/complications, no unusual events on day of procedure, no unusual technique used. Patient does not have nickel allergy. Physician thinks migration happened within a day after the procedure. The patient started expiring heartburn and trouble breathing but did not think it was related to procedure. Patient continues to have significant pelvic pain and asked physician to do another stenting procedure. Physician plans to use 14x120, 14x150 abre stent with this patient. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an abre venous stent system during treatment of the patient¿s left common iliac vein (civ). Moderate vessel tortuosity was reported. Venography and ivus were used during the procedure to determine the extent and length of lesion and determine stent size. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Carbon dioxide was used as the contrast agent. Lesion pre-dilation was performed using a 14mm pre-dilation device. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. The stent was implanted without issue as per IFU and everything seemed to be fine post procedure. Post-dilation performed with a 14mm balloon. Stent had full wall apposition and no issues noted with inflow. Approximately 4 weeks post implant it was noted that the stent had migrated to the heart (location unknown). An attempt was made to remove the stent endovascularly unsuccessfully. The patient requires open surgery for removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.